Event description:
A medtronic representative reported an alleged inaccuracy occurring in a spinal fusion procedure. After an o-arm spin, navigation was accurate. The surgeon had placed three or four screws, then was doing the laminectomy before placing the remainder, two or three more, screws. It was during the laminectomy that the frame was accidentally bumped, or pulled, with cautery or the suction tube. The entrance of the screw was where the surgeon wanted it, however, the angle was off. The surgeon was still in the vertebral body but the tip of the screw was 8-10mm from where the surgeon would have liked. The surgeon stated intent to reposition at least one of the screws, declined to take a new spin and discontinued navigation after the last screw was placed. The final spin was taken to check accuracy. The surgeon used a c-arm to reposition the one screw.

Manufacturer narrative:
Provided device manufacture date.

Manufacturer narrative:
Device manufacturing date is unavailable at this time.a medtronic representative, following-up, confirmed that the frame was moved/bumped by the user during the procedure. There was no indication that the navigation system malfunctioned, or that software was not functioning as designed. No patient files/scans/logs have been returned to manufacturer.